Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash all over her chest, back, face, and arms. Patient stated she has very sensitive skin and bad eczema. Patient described the rash as raw and bleeding. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed triamcinolone cream and hydrocortisone cream. Follow up indicated that the cream is helping with the skin irritation.